Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Customer's blood glucose level ranged between 300-387 mg/dl. Supply changes were performed to address the occlusions. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem technical support advised the customer against using fiasp insulin as it was considered off-label.